Event description:
It was reported that the therapy delivered by the device system was not working for the patient. The caller stated that the therapy was ¿not doing anything for the muscle¿. The healthcare provider (hcp) was decreasing the patient¿s dose in preparation to have the pump removed. The hcp told the caller that the patient was going to have some complications. Since the dose had been decreased, the caller had noticed a personality change in the patient. The patient started screaming and ¿now she¿s not the same¿. The patient had seizures previous to receiving the pump and with the pump did not have the seizures. However, since the dose was decreased the patient began having seizures again as well as high blood pressure. The patient was uncomfortable, unhappy, gets tired and does not want to go to school. The hcp told the caller that he did not think the changes were because of the decrease in dose and that the changes may have been due to the patient¿s age and hormonal changes. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was later reported that there were no device issues per the healthcare provider (hcp). The hcp performed a dye study, took x-rays and gave the patient a bolus through the catheter access port (cap). No issues were found. The hcp spoke to the patient¿s school therapist who had not noticed a difference in the patient or a difference in the patient¿s tone. The hcp spoke to the patient¿s mother and it was decided to slowly titrate the patient¿s dose down, which had been occurring for the past 2-3 months. The mother had not yet decided if she would discontinue therapy. The current plan was to continue to slowly decrease the dose. The device system delivered lioresal.